Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 300.4 mcg/day) via an implanted pump. It was reported that the patient¿s pump and catheter were replaced in (B)(6) 2024 and the incision never healed. On (B)(6) 2024 the patient was taken to surgery to revise the pocket incision. Upon opening, the physician could see fluid and due to possible infection/infectious pathogens, he removed the entire system. The physician did not believe there was an issue with the pump or catheter. The plan was to reimplant a new system in the near future. The issue was reported to be resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot#/serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving an unknown drug via an implantable pump. The indications for use were unknown. It was reported that the rep stated that the pump was going to be explanted due to an infection in the pump pocket and spine section. The rep wanted to know if the pump needed to be turned off. The manufacturer's technical services specialist (tss) reviewed that it was not required. The rep will submit a report later.